Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a delivery anomaly. The customer's blood glucose level was 263mg/dl at the time of incident. The customer reported the insulin pump at night could not delivery the bolus. The customer states changed four times and replaced batteries multiple times. The customer corrected the high with a manual injection. The customer did not troubleshoot the issue. The customer will be return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test, rewind test, excessive no delivery test and dat at 0.08840 inches. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, stained end cap sticker and minor scratched lcd window.